Manufacturer narrative:
(B)(4)

Event description:
On (B)(6), 2015, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. When cannulating the contralateral gate of the trunk-ipsilateral leg component (rlt281412/13678887), advancing the catheter of the contraleg component (pcl plc161200/14029124) resulted in a proximal movement of the rlt component. Reportedly, the length of the movement was about 7 cm with the radiopaque marker ring of the contralateral gate being just above the renals. To remedy the situation, the trunk-ipsilateral leg component was pulled down and aligned below the renal arteries by advancing a catheter on a guidewire through the ipsilateral limb and the contralateral gate in a crossover approach. The aneurysm was successfully excluded and no endoleak was reported. The patient tolerated the procedure.

Manufacturer narrative:
Additional information: weight and value for kgs, patient history. The patient received aspirin, enalapril (for hypertension), bisoprolol (beta-blocker) and proton-pump inhibitor pariet.